Event description:
It was reported that when using the bd pyxis¿ es server all devices went in critical override mode. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all stations were in critical override mode. The technical support specialist (tss) dialed into the server and identified a height sight viewer delay, with two critical notices indicating the device required a full download and patient information was delayed. A downtime query revealed one xml queue, and a critical override queue showed a sync delay. The tss restarted services including external messages, data synchronization, net.tcp, and net.pipe, then re-ran the query confirming no remaining queues. Upon callback, the customer reported that their team had confirmed an issue with meditech and was investigating. The customer granted permission to close the case. The system functioned as intended after the technical support specialist troubleshooted the device.